Event description:
The technician placed the unit at the front of the head of the patient; the unit is manufactured without protection of overspray from suction irrigation so when the unit was sprayed, it shorted out some of the electrodes and caused first degree burns to the patient's ear, back and scalp.======================health professional's impression======================did not realize the unit was not covered by the sterile draping; therefore, did not notice the burning to the patient.